Event description:
Event description boston scientific, crm received information that this implantable cardioverter defibrillator (ICD) device reached elective replacement indicator (eri) status on november 6, 2006. The monitoring voltage was reported to be 2.66 v and the charge time was 20 seconds. At the previous follow-up the device was at 2.73 v and the charge time was 14.6 seconds. The device had normal pacing thresholds and outputs. A boston scientific technical services (ts) consultant explained the charge time extension and recommended that the device be replaced. No adverse patient effects were reported.,